Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope replacement of hoses, physical defects of the bending section and insertion tube. During inspection and evaluation, there was foreign matter clogging in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. During device evaluation the following findings were identified: connecting tube has a scratch and wrinkle, due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet the specifications, adhesive on bending section has a chip, crack, and white clouded area, adhesive around objective and light guide lens is peeled, plastic distal end cover has a dent, paint on scope cylinder is peeled, and protector of universal cord on control section side has a scratch. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, a definitive root cause for this issue was not established of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the foreign material remaining in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the information obtained. The event can be detected/prevented by following the instructions for use which state: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.